Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inserter tip bent.

Manufacturer narrative:
Please disregard medwatch submission as it was reported in error. Update sep 11, 2017: additional information received that indicates this instrument is a mating part to part number (B)(4), rod. The rod is the subject of the reportable malfunction of bent tip. Therefore, it's reasonable to conclude the implant isn't the subject of the reported serious injury. Updated 10-2-2017.